Event description:
Literature: denys d, mantione m, figee m, et al. Deep brain stimulation of the nucleus accumbens for treatment-refractory obsessive-compulsive disorder. Arch gen psychiatry. Oct 2010;67(10):1061-1068. Summary: the authors conducted a double-blind, sham-controlled trial to demonstrate that bilateral stimulation of the nucleus accumbens can be an effective and safe treatment in treatment-refractory pts with obsessive compulsive disorder (ocd). All pts underwent electrode implantation in the same target area, and stimulation settings were applied uniformly throughout the study. During the treatment period of 21 months, obsessive-compulsive symptoms decreased by 52%, and 9 of 16 pts responded, with a mean improvement of 72%. Anxiety and depressive symptoms decreased by half. The surgical procedure and stimulation were well tolerated. Permanent adverse events were limited to mild forgetfulness and word-finding problems. Increased libido was reported by several pts but may be interpreted as a return to normal functioning rather than an adverse event. Reportable event: one pt, ((B)(6) male), had a feeling of electric current around the neurostimulator. The pt also experienced stomachaches, increased libido (not uncomfortable), forgetfulness (mild), difficulty finding words and hypomanic symptoms. The hypomania or elevated mood occurred shortly after the switch of the contact points from 0 or 1 to 2 or 3 and lasted for 2 days. Elevated mood or hypomania never required the addition of a mood stabilizer, and the adverse event was rated as mild. Elevated mood was frequently reported during reactivation of the stimulation after an off period. See literature article with MFR report# 3007566237-2010-10486.

Manufacturer narrative:
(B)(4). No abnormalities during the initial procedure. The bleeding came from the center of the 60mm staple line. They could not visually see all 3 rows of staples at that section. Patient was reportedly doing fine when I was last informed. Patient is expected to fully recover.

Event description:
It was reported that about 18 hours post-op of a coronary artery bypass graft, mitral valve replacement procedure, the patient was brought back to surgery due to excessive bleeding. When examined, the bleeding was noticed to be coming from the center of the staple line. The bleeding was controlled using sutures and a clip. It is unknown if blood products were needed. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information has been requested. A supplemental report will be sent upon receipt of further detail.